Event description:
(B)(6) states they were on a cruise and the button on the snap button just fell off. (B)(6)states he isn't sure what happened.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.